Event description:
It was reported that during the thoracoscopic lobectomy surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 2/6/2024. D4: batch # 564c57. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with one vasecr35 reload present. The reload was received fully fired. Upon evaluation of the reload, were noted some hairline cracks and reload deck displacement that does not affect staples formation and the device functionality. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. Based on the information currently available, a product issue was identified during the investigation of the reload received. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review: a manufacturing record evaluation was performed for the finished device batch number 564c57, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 3/8/2024. Additional information was requested and the following was obtained: could not open the jaw. It was reported that during the procedure of transecting the pulmonary artery, after the fire, could not be cut and open the jaw. Clamped the artery with absorbable clips, transected the vessel by other device and remove the stapler. Changed a new device to continue the surgery.